Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2024, an ilet user's wife called to report that while assisting with a supply change for the ilet pump, they forgot to rewind the device before inserting a new cartridge. The infusion set tubing was connected, resulting in over half of the cartridge being administered. The customer care agent recommended that the user go to the ER as a precaution. The user consumed orange juice, mountain dew, and two small snickers bars during transport to the hospital, driven by their wife. Upon arrival, the user was admitted overnight for monitoring and received IV dextrose and fluids. The user did not experience any immediate health effects. The user was discharged on (B)(6)2024 and reported doing well. The user resumed insulin delivery after being walked through a full supply change. During the event, the user's lowest recorded blood glucose was 39 mg/dl, which persisted for over an hour despite corrective action. Alerts for low and urgent low bg were received. The user was using a dexcom g7 continuous glucose monitor (cgm) and is now reconnected to the ilet system.